Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served repair site, nova scotia health canada. Therefore the reported device was not sent to brézins for investigation as repairs were carried out locally. According to technical manual, front housing with keypad was replaced and sent to brézins for further investigation. Nothing was found upon visual inspection and part was cross-tested. Several tests were carried out and all performed as expected without any technical error triggering. Note: a cpu board was also sent but was not mentioned in the provided information. Nevertheless the part was also cross-tested and was found to be fully functional. The reported event could not be reproduced and might be linked to another part but can only be analyzed with the associated device, therefore the root cause remains unknown. To our knowledge this complaint was not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower than estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Error 28-002 (keypad); replaced case w/keypad.